Event description:
A cartridge alarm 30 was reported by the caller, occurring consecutively over three days. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump with a model that includes updated software, and the caller will receive training through their tandem source account. Additionally, the caller will use the current pump as backup and agreed to return the problematic pump to tandem.